Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Evice not returned.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level was 125mg/dl. Supply changes were performed resolving the occlusions.